Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, pro2038, powerpro small ao attachment, was being used during an unknown procedure on (B)(6) 2022, when it was reported, ¿it was noted that the tip of the 2.0 drill bit from the lcp distal fibula plate set was broken off. Same brought to physician's attention. X-ray was used to confirm that the tip of the drill bit was left in the patient's bone. The drill bit must have broken off at some point when physician was using it to insert screws to fix the fracture.¿ the procedure was reported as having been completed and no alternate device was used. There was no report of medical intervention, or hospitalization for the patient. A good faith attempt was made to acquire further information; to date, no reply has been received. This report is being raised on the basis of injury due to the report of fragmentation left in the patient¿s bone.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history was reviewed and no relationship to this complaint was found. A device history record review was not conducted as the device has been in the field greater than 12 months. A two-year review of complaint history revealed there has been a total of 3 reports, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00008. Per the instructions for use, the user is advised the following: always inspect handpiece and accessories prior to use. Do not use damaged equipment. Prior to each use, perform the following: ensure all accessories are correctly and completely attached. Perform the required preoperative functional tests for the equipment and accessories. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, pro2038, powerpro small ao attachment, was being used during an unknown procedure on (B)(6) 2022, when it was reported, ¿it was noted that the tip of the 2.0 drill bit from the lcp distal fibula plate set was broken off. Same brought to physician's attention. X-ray was used to confirm that the tip of the drill bit was left in the patient's bone. The drill bit must have broken off at some point when physician was using it to insert screws to fix the fracture.¿. The procedure was reported as having been completed and no alternate device was used. There was no report of medical intervention, or hospitalization for the patient. A good faith attempt was made to acquire further information; to date, no reply has been received. This report is being raised on the basis of injury due to the report of fragmentation left in the patient¿s bone.